Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lung cancer radical surgery, while device was being applied on lung lobe, the lever could be squeezed, the stapler did not fire. In order to complete the procedure, both the stapler and the staple were replaced.

Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the procedure, the lever could be squeezed, however staples did not deploy. In order to complete the procedure, both the stapler and the staple were replaced. No patient details were provided. It is unknown if the product willbe returned for evaluation.